Event description:
It was reported that the customer experienced low blood glucose levels and that she was unsure of whether her insulin pump programming was correct. The blood glucose reading was 55 mg/dl, which was treated with juice. The customer noted that she had been experiencing low blood glucose since the day before the call. The blood glucose reading went up to 99 mg/dl. She reported that the reservoir did show the same amount of insulin as was shown on the status screen. After reviewing the programming on the device, she stated that she would contact her doctor because she was not sure if her settings were correct; she stated that she was not aware of the pattern settings that her doctor had programmed into the device a few months prior. Advised the customer to monitor the insulin pump and consult her doctor regarding the low blood glucose levels. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.